Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running patient samples on bd facs¿ lyse wash assistant erroneous results were obtained due to the presence of debris. There was no patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: presence of debris. Additionally, on 2022-02-07 the fse provided the following additional information: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? No, they rejected the results obtained and redid the lyse wash manually.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Patient samples were not being tested, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while running patient samples on bd facs¿ lyse wash assistant erroneous results were obtained due to the presence of debris. There was no patient impact reported. The following information was provided by the initial reporter, translated from french to english: presence of debris. Additionally, on 2022-02-07 the fse provided the following additional information: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? No, they rejected the results obtained and redid the lyse wash manually.